Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing pain at the ipg site. It was noted that the patient had lost 18 pounds. The battery is currently facing east west per x-ray. As a result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the ipg was explanted and replaced and the pocket was made smaller.

Manufacturer narrative:
Correction: section d6b date of explant should have been (B)(6) 2023 instead of being blank in additional report 1. This correction is reflected in this additional report 2.